Manufacturer narrative:
The reported complaint of "system error, out of service, revert to manual CPR " message on the autopulse platform (sn (B)(4)) was confirmed during functional testing and during archive data review. The investigation findings revealed that the root cause of the reported issue was due to a defective processor board as a result of an aging component. Unrelated to the reported complaint, a damaged encoder cover and a battery compartment were observed during visual inspection. These physical damages were likely due to normal wear and tear. The autopulse platform is a reusable device and was manufactured in march 2006. The device has been operating for over 12 years and has reached its expected serviceable life of 5 years. In addition, a missing battery partition cover was also observed as result of user mishandling. The damaged encoder cover, battery partition cover and battery compartment were replaced. During archive data review, latch error 136 - internal parameter corrupted identified on the date of the reported event. Thus, confirming the reported complaint. Initial functional testing could not be performed due to "system error, out of service, revert to manual CPR" message. To remedy this issue, the defective system processor board must be replaced. However, the ap platform was unrepairable due to part not available. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for autopulse with serial number (B)(4).

Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed "system error, out of service, revert to manual CPR " upon powering on. Error message could not be cleared by the user. No patient involvement.